Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error, specifically misalignment during insertion. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/9/2024, it was reported by a distributor via (B)(4) that an ar-1923bc biocomposite pushlock eyelet broke during insertion. This was discovered during a shoulder bankart repair procedure on (B)(6) 2024. The case was completed by removing the broken fragments and using another ar-1923bc biocomposite pushlock.